Event description:
It was reported that during a proximal left anterior descending coronary artery (lad) stenting procedure, although reported that the xience xpedition stent was implanted in the intended location, part of the stent extended into the diagonal artery, requiring some unplanned ballooning, which resolved the event. The patient did not experience angina. One day post procedure, the patient experienced a slightly, non-significant, elevation in creatinine kinase-myocardial band (ck-mb), less than 2 times the normal upper limit. No treatment was provided, the event resolved on the day of onset and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.